Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
An employee from camp reported via phone call that the buttons on the insulin pump are unresponsive. Blood glucose value was 10.4 mmol/l. It was advised that the customer discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.